Event description:
It was reported that the patient underwent a procedure to treat the left atrial appendage. The balance middleweight guide wire was advanced into the pericardial space and the procedure was performed. The guide wire was removed without difficulty; however, upon removal, it was noted that the guide wire had separated. A snare was advanced and was able to retrieve the separated portion of the guide wire. All pieces of the guide wire were removed. Per physician, it is possible that a kink in the guide wire contributed to the separation. A delay in the procedure was reported due to the separation and removal of the separated guide wire. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported from this lot. It should be noted the hi torque guide wire instructions for use states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.